Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5061051, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.